Manufacturer narrative:
Product event summary: analysis did not confirm the reported event. It was noted that the sensing was low and the main printed circuit board was found to be out of specification. However the customer did not accept the repair price, so the device was returned to the customer unrepaired.

Event description:
It was reported that the external pulse generator (epg) was not pacing. The patient's heart rate was not matching the device's programmed rate. The event occurred after an operation. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.